Event description:
It was reported that there were no medical or surgical problems. The event logs noted multiple motor stalls and recoveries. There was no known change in the pt's environment. The pump contained dilaudid and clonidine. Additional info reported that the pump seemed to be stalling about 7 mins after the pt therapy manager (ptm) was used. All, but one motor stall occurred six or seven minutes after a successful ptm initiated bolus. There were multiple ptm initiated boluses which were not followed by a motor stall. The motor stall which was not preceded by a ptm bolus did not fit the pattern of the other motor stalls (which lasted no more than 91 minutes) as it lasted over 33 hours. Further information indicated that the pt was scheduled for a refill, rotor dye study, and CT scan. No results, treatment, or pt outcome was reported.